Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant (site #16) was 1 of 3 placed during a routine procedure in which freeze-dried bone and gtr membrane were used. The pt presented approx 3.5 weeks post-op with the implant which had exfoliated. The pt was also experiencing numbness in the area.